Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the two (2) years following the pt's surgery, he suffered from discomfort and pain in his hip. It became increasingly painful for him to walk, to move his legs, and to rise from a seated position.